Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's left ventricular lead presented with dislodgement. There was no capture and the dislodgement was confirmed by fluoroscopy. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.